Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a device history record (DHR) review was conducted: part # 03.632.002 synthes lot # h423991 supplier lot # na release to warehouse date: 29 nov 2017 manufactured by synthes monument no non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. H3, h6: a product investigation was conducted. Visual inspection: visual inspection of the returned device performed at customer quality (cq) confirmed the condition of worn distal tip, which agrees with the reported complaint condition. The distal tip is slightly twisted and significantly worn/stripped. The received condition does not agree with the complaint description. Document/specification review: the relevant drawing(s) was reviewed: no design or manufacturing defect or deficiency was observed during the investigation. From the drawings in can be seen that the screw m6x6 and is needed for the device to function as intended and therefore a conclusive determination has been reached. Dimensional inspection: a relevant measurement of the damaged distal stardrive tip on the returned device could not be performed at cq due to the post manufacturing damage. Shaft proximal to damage was measured and is conforming per relevant drawing. Investigation conclusion: a definitive root cause for the post manufacturing damage could not be determined based on the provided information. Because several instruments were damaged during this surgery, it is possible that technique or hard bone contributed. During this investigation no product design or manufacturing issues were observed that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is expected to be returned for manufacturer review/investigation, but has not been received yet. Product was not returned. Device history records review could not be completed without lot number. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event as follows: it was reported that on (B)(6) 2019, the surgeon was performing a posterior spinal fusion to a patient. Given that the patient had a very hard bone, the two (2) retaining sleeves, three (3) screwdriver shafts and a screwdriver with straight handle were damaged. The screwdrivers were stripped at the distal end tips and the distal end rings on the screwdriver retaining sleeves were damaged. There were no fragments generated. There was no surgical delay and the procedure was completed successfully . There was no patient consequence. This report is for one (1) screwdriver shaft. This is report 2 of 6 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.